Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal rca with moderate tortuosity, moderate calcification and 90% stenosis. The voyager was delivered for the pre-dilation; however, it ruptured at the first inflation of 12 atm. No pt effects reported. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage, materials, interactions with other devices, anatomy, a previously implanted stent, calcification and tortuosity, or insufficient prep. The lesion was moderately tortuous, moderately calcified and 90% stenosed. It is likely that the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured during the initial inflation, as no damage was noted during prep. In this case, it is likely that interaction with the pt anatomy contributed to the reported balloon rupture.